Event description:
Patient called into the pharmacy spontaneously to report pump (B)(4) malfunction, reading disposable clamp with no loose connections to report. Unable to troubleshoot and will replace pump. Is the actual device available for investigation? Yes; did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes; did the reported fault occur while in use with the patient? Yes; did product issue cause or contribute to patient or clinical injury: no. Reported to (B)(6) by: patient/caregiver. Strength: 1.5mg; dose or amount: 29ng/kg/min; frequency: continuous; route: IV; dates of use : from (B)(6) 2018 to current; diagnosis or reason for use: pah.